Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a pump was leaking medication from the smiths medical, cadd medication cassette. It was reported the leaking has happened with five different cassettes, the nurse replaced the cassettes with a new lot that reportedly do not have the issue. No adverse patient effects were reported. No additional information is available at this time.